Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system upgrade procedure, a loss of system output was observed through the right ventricular lead following the use of electrocautery. The patient underwent cardiac arrest and was resuscitated. The lead was successfully explanted and replaced.